Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and perpetually booted up. Functional testing and data download were unable to be performed due to the perpetual rebooting. A wiggle test and a manual "try it" test was unable to be performed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was unable to be determined. A root cause could not be determined.